Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection resulting in the final bag disconnecting. This is a known cause of the reported alarm. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. The patient stated that the final bag became disconnected. The technical service representative explained the alarm to the patient and advised that they must start over with all new supplies or use manual supplies to complete therapy there was no patient injury or medical intervention associated with this event. No additional information is available.